Event description:
The customer reported that the system displayed multiple errors and failed to boot to a usable state, exhibiting a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. Workstation connections were also evaluated and reseated during the service call. The system was tested and found to be working as intended and returned to service.